Event description:
It was reported that withdrawal difficulty and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The physician has difficulty withdrawing the device. When the stent was withdrawn, the physician noticed that the stent was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the proximal end of the stent was damaged. It was noted that the stent struts were stretched, distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The physician has difficulty withdrawing the device. When the stent was withdrawn, the physician noticed that the stent was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.